Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and healthcare provider regarding a patient receiving clonidine, bupivacaine and hydromorphone via an implantable infusion pump. It was reported that the patient got sick and was admitted to the emergency room. They had a MRI done on wednesday and since was experienced pain. The patient thinks the pump may not have started back up. It was noted that their pump "always stalled out". The patient did not have any external devices for their pump and insisted having someone come interrogate the pump before they left the hospital. The agent emailed a mdt rep to further assist the patient.